Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp filter was returned and tested. The reason for return of the catalytic decomp filter was not confirmed. The oil mist filter was returned and tested. The reason for return of the oil mist filter was not confirmed. The assignable cause of the haze/mist/vapor issue is the oil mist filter and catalytic decomp filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 08/12/2016. Conclusion codes: conclusion not yet available-evaluation in progress.

Event description:
A customer reported two healthcare workers (hcws) experienced injuries from a "strong odor" emitting from the sterrad nx sterilizer. Upon further follow up, only one hcw experienced a slight headache from the event for a half hour. The hcw that experienced a headache did not seek or receive any medical attention/treatment and is reported to be "ok". The second hcw stated she thought she would have experienced a headache if the odor continued but did not have any reactions to the odor. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.